Event description:
It was reported that multiple episodes were seen due to far p-wave oversensing. It was also noted that sensing was observed in a pacing only mode. Dft testing was performed and it was observed that both pacing lead impedance and hv lead impedance were out of range with a low value. The device and the lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.